Event description:
It was reported that error 25749 occurred on arm 1. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was returned for failure analysis and the reported error 25749 was confirmed but not replicated. In system logs, error 25749 was found indicating clutch button failure, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The clutch button responded well to each press on different parts of the button and under different forces. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. While a definitive root-cause cannot be established since the reported error was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault within the clutch button assembly. The following additional information was obtained: this reported issue was informed by remotefe alerts. The customer didn't mention about the error. Psm1 was proactively replaced to prevent problems during procedures.